Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that after the implant procedure of this right atrial (ra) lead a fluoroscopy was performed and it was found that the helix was retracted. The parameters were tested and they remained under expected range. The patient remained under monitoring. No adverse patient effects were reported. This lead remains in service.